Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up. Upon troubleshooting, the fse found that the x-ray pc was failed to boot intermittently. The cause of the x-ray pc failure was not conclusively determined by the supplier's part analysis, however found another failure as missing ssd. To resolve the issue, the fse replaced the x-ray pc, reloaded the software, restored system backup data and cleaned the image database, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.